Event description:
It was reported the patient had no stimulation sensation. It was noted since replacing batteries in controller a couple weeks ago, beforehand the patient said that she felt stimulation. The patient reports a loss of therapeutic effect a couple weeks ago. Symptoms reported had sudden onset. The patient indicates there was no known accident or incident related to this complaint. The patient went to check her device after the accident and turns out she had to replace batteries in patient programmer and she thought that was the reason for return of symptoms. No falls, trauma or new activities. The patient had tried all of the programs and adjusted some however hesitant about increasing too high since she doesn't feel stimulation. The patient can't remember which program she was on before replacing the batteries. Currently the patient was on program 2 at 3.5 volts add stimulation was on. The patient said she hasn't been back to hcp (healthcare provider) since receiving this implant in (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va081h7, implanted: (B)(6) 2013, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).